Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient reported experiencing a ¿diabetic seizure¿. He stated he was very sweaty, moving funny, and unconscious. The patient¿s wife performed a blood glucose meter reading which was 40 mg/dl while his continuous glucose monitor (cgm) was in a brief sensor error state. The patient¿s wife treated the patient with (2) tubes of oral glucose gel. Shortly after treatment, the patient regained consciousness and the patient¿s cgm started providing cgm values again (no specific values were reported). The patient did not seek assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.